Event description:
Patient states that she has been experiencing issues with removing the cap off of her 27 gauge bd syringes. She believes the needles to be defective. She states that she has increasingly had trouble removing the cap over the course of the last few months rph.